Event description:
A malfunction alarm occurred, and no notable events were reported prior to the malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.